Event description:
It was reported that during a coronary stenting procedure, the physician encountered crossing difficulites in a 95% highly calcified, tortuous proximal stenotic lesion in the circumflex. The physician had difficulty crossing with two other unk stents and then attempted unsuccessfully to advance the express2. The express2 stent became stuck in the lesion and came off the delivery device in the lesion. Resistance was encountered when he attempted to retract the delivery device back into the guide catheter. The physician retrieved the stent from the lesion with a snare. The pt was asymptomatic during this event. The pt went to elective coronary bypass surgery 3-4 hours following the procedure, due to the fact that they were unable to deploy a stent in the target lesion. The pt was stable post-operatively, but died 1 week later due to a cerebral vascular accident. The physician indicated that there was not a product performance issue. He also indicated that there was not a product performance issue. He also indicated that the pt's death was unrelated to the stent difficulties.